Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after running out of insulin during dinner, disconnecting from the pump, and not receiving a full meal announcement bolus; the user restarted therapy after completing a cartridge change and infusion set reconnection with agent guidance, including rewind, cartridge insertion, tubing fill, and cannula fill. Symptoms included elevated blood glucose to 239 mg/dl for approximately 1¿2 hours without alerts, backup therapy, ketone testing, medical intervention, or acute health effects. Outcomes included continued monitoring with instruction to reassess glucose over the next 1¿2 hours and call back if levels did not normalize. Investigation included real-time troubleshooting and user education to restore insulin delivery. Investigation of this case revealed that the event was consistent with hyperglycemia due to an interruption in insulin delivery and an incomplete meal bolus prior to therapy resumption, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear.